Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for oversensing. It is suspected that the lia is due to interference with the patient's implanted electrical stimulator, as pocket manipulations and physical maneuvers could not replicate any oversensing. The ICD currently remains in use. No patient complications have been reported as a result of this event.